Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: the preoperatively established, single venous access at a traumatological operation with access to both arms suddenly became defective by the end of the operation. After injecting propofol via the luer lok connector, the infusion ran through the connector instead of intravenously. A new tube was inserted and the faulty one was removed. After the change, the faulty tube was photographed.

Manufacturer narrative:
H6: investigation summary: one photo sample was received by our quality team for evaluation. Upon visual inspection, it was observed that the valve had moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 has been initiated to address this issue.

Manufacturer narrative:
Initial reporter phone#: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: the preoperatively established, single venous access at a traumatological operation with access to both arms suddenly became defective by the end of the operation. After injecting propofol via the luer lok connector, the infusion ran through the connector instead of intravenously. A new tube was inserted and the faulty one was removed. After the change, the faulty tube was photographed.